Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture and periprosthetic effusion diagnosed by ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and periprosthetic effusion diagnosed by ultrasound and MRI. Device remains implanted.